Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for an unknown indication. It was reported the patient developed an infection at the access site. As a result, antibiotics were administered to treat the infection. No further information was provided.